Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable is bent and was unable to be used to charge the pump. The pump was able to be charged successfully with an alternate cable. A replacement cable was sent. There was no reported impact to the customer¿s blood glucose level.